Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the fs precision neo meter were reviewed and the dhrs showed the fs precision neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc blood glucose meter would power on with button press but not with strip insertion. As a result, customer was unable to test and became hypoglycemic with symptoms described as aphasia and paleness. The customer's daughter provided an envelope of sugar and customer also had contact with a healthcare provider who administered injection to raise glucose, for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.